Manufacturer narrative:
(B)(4) - the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. The heater tray/scale was not obstructed. A simulated treatment was performed and completed without any failures or problems. The system air leak test passed. The valve actuation test passed. The load cell value and verification were within tolerance. There were no internal inspection discrepancies. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process.

Event description:
The patient called with alarms on the cycler. The patient was assisted into a stat drain. During the stat drain the patient drained out 3684ml. The reported drain volume 3684 is 194% over the expected drain volume resulting in a reportable malfunction.